Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. /gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to dirt on the objective lens there was a lack of image on the monitor, due to a scratch on the objective lens a flare occurs, due to deformation of the suction cover the water tightness was lost, the adhesive on the bending section cover rubber has a chip and a crack, the suction cover had a scratch, switch 1 had a scratch, the light guide lens had discoloration, the plastic distal end cover had a scratch, the connecting tube had a scratch and a wrinkle, the objective lens had discoloration, the scope connector cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the forceps channel port was shaved, the grip had a scratch, the switch box had a scratch, the paint on the suction cylinder was peeled, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/down and right/left knobs both had a scratch, and the control unit had discoloration and a crack. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an angulation malfunction. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.